Manufacturer narrative:
Through follow up livanvoa was informed that the device is cleaned regularly per the instruction for use, the hospital is not a user of reusable blankets, the water quality monitoring is not applied and the h2o2 checked every day as prescribed by the IFU, device is not stored, hcus are ¿rotating¿, h2o2 is added when the water in the tanks is changed (each 7 days), a disposable pall-aquasafe water filter with an 0.2 m membrane is used for tap water or equivalent performance filter, prior to initial operation and prior to storing the heater-cooler the surfaces and water circuits are disinfected, device surfaces are disinfected after every operation; the 3t aerosol collection set is replaced together with the routine of water change / desinfection, the device placed inside the operation theatre during use opposite to or-field approximately 3-4 meters distance. Additionally the lab report was provided. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the heater-cooler system 3t. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t was contaminated by mycobacteria chimaera. There is no patient involvement. Laboratory test results were provided

Manufacturer narrative:
Based on the collected evidence, h2o2 level are not checked daily therefore deviating from the instructions for use (IFU) and this might have contributed/caused the reported contamination.

Event description:
See initial report.